Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2000 ohms. The clinic was notified via a latitude red alert which is a remote monitoring system. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated that the device was interrogated and the pacing impedances had returned to normal. There was only one out of range measurement found, which was the day of the latitude red alert. Isometrics and pocket manipulations were performed which produced stable impedance measurements. No noise was present. The physician planned to increase follow-ups for this patient and planned to see the patient in one month. At this time no additional intervention planned to take place. If additional information becomes available the event will be updated. Approximately one month later we received another latitude red alert for a high out of range pacing impedance measurement. The physician was contacted and planned to bring the patient into the clinic at a future date. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated that a revision procedure was performed and the other manufacturer's rv lead was surgically abandoned. A new boston scientific crm rv lead was placed in a high septal position, as lead chatter was observed in the mid-septal position. The device remains in service with the new rv lead.